Manufacturer narrative:
The insulin pump passed the displacement test. Moisture damage was noted on the display board. The insulin pump had a cracked case near the display window corner, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, missing end cap sticker and a stained address and serial number label.

Event description:
It was reported that customer's insulin pump had a crack near the display, on the reservoir compartment. Customer's blood glucose was unknown. The drive support cap appears normal. Customer does not know how the damage occurred. There is moisture visible under the display. The device is being replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.